Event description:
One endeavor spring rx drug-eluting stent was implanted to the proximal lad. At 30 day follow up patient displayed stable angina. An spontaneous hypovolemic shock by rectal bleeding is reported to have occurred approximately 2 months following index procedure. It is reported that the event lead to a hemodynamic compromise which required a prbc transfusion. Investigator has not indicated if event was related to the study event. Patient was asymptomatic/free of symptoms at six month and one year follow up.

Manufacturer narrative:
Secondary intervention - evaluation: results: gi bleed.